Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. On behalf of the customer, a caregiver reported receiving a lower sensor scan result of 55 mg/dl compared to a reading of 299 mg/dl obtained on a built-in adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was for 2 days. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The customer experienced symptoms described thirst and a headache and was unable to self-treat due to their symptoms. The customer was provided with juice and a cookie for treatment by a non-healthcare professional. The caregiver obtained the aforementioned comparison readings and then provided 4.5 iu of rapid insulin for treatment. There was no report of death or permanent injury associated with this event.